Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during an unspecified procedure the device exhibited e12 error (module illegal state ) error message. According to the reporter, two handpieces showed the same error. The user used a third handpiece and no errors were received. There were no further details provided regarding the event. No patient harm or injury reported due to the event. No user injury reported. Related to patient identifier (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide the device return evaluation, review of the device history records (DHR) and customer response and updates. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Device return evaluation determined that there were no distinct abnormalities noted aside from minor scratches typical of wear and tear. Functional testing was performed and device passed all the test and the reported failure was not confirmed. The root cause of the damages could not be confirmed as the device passed all testing with no issues observed. The device is tested with the appropriate console and accessories. It is likely that the handpiece was shipped free from damages. The damages incurred may have been as result of transportation or use. Olympus will continue to monitor complaints for this device.

Event description:
The procedure was a sinus surgery with septoplasty and turbinectomy. The procedure was completed. There were approximately two delays, one of fifteen minutes and one of two minutes while the user performed troubleshooting. The current condition of the patient is fine. The device was inspected prior to use.